Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration # 1419652) on behalf of the MFR bhm medical, inc (registration # 9681684). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
The pt was being transferred from bed to wheelchair with a maxisky ceiling lift. When the pt hung above the chair, the carer wanted to put on her shoes and her legs were not lifted. At this moment, the right leg clip of the sling came loose. This made her right leg fall out of the sling, which made the pt hang crooked in the lift, about 25cm above her wheelchair. No fall occurred, no injuries were reported.